Event description:
It was reported on (B)(6) 2010 that the pt had experienced leg pain since her implant on (B)(6) 2010. On (B)(6) 2011 it was reported that the pt experienced a loss of therapeutic effect and a return of symptoms. The pt had ms and stated she just had her first uti and was on ciprofloxacin. The pt wanted a MFR rep to adjust her stimulation. On (B)(6) 2011 it was reported that the pt had an appointment on (B)(6) 2011. On (B)(6) 2011 it was reported that the pt had pain in her hip with leg burning and was limping and moaning all night and couldn't get up to go to the bathroom. The pt recently had an adjustment and wanted to know if it might be related to the nerve. It was reported that the pt had turned the device off. The pt stated she had bursitis in her trochanters and wasn't sure if the pain was related to that. Add'l info rec'd from the hcp reported that there were no abnormal impedances, and that the leg and hip pain was not related to the lead or extension. The hcp reported that the device was reprogrammed to stimulate the more distal nerves (s2 to s3). On (B)(6) 2011 it was reported that the stimulation was helping the pt's bladder more than it ever has, but the pt was convinced that the (B)(6) 2011 adjustment was causing the leg pain. The hcp did not believe the stimulation was the source, and though it was ms flare ups. On (B)(6) 2011 the pt met with a MFR rep to reprogram the device. The pt was to f/u with the hcp to determined if the lead had moved, causing the overstimulation in the leg. The rep was leaving program the same, however on (B)(6) 2011 the pt stated that she knew program a had somehow changed and was having issues with her bladder. On (B)(6) 2011 it was reported that an x-ray had been taken and the lead had not moved. The hcp spent three hrs on reprogramming and stated that the pt was still getting stimulation in the leg. The hcp stated he was able to explant if the pt decided. On (B)(6) 2011 it was reported that the pt had two more surgeries on the stimulator, the last being on (B)(6) 2011. The device was shut down on (B)(6) 2011 and will be removed. It was reported that the pt had a uti from urine retention.

Manufacturer narrative:
(B)(4).